Event description:
Senseonics was made aware of an incident where the user reported an event where the system triggered a false low glucose alert when the bg was 84 mg/dl and sg was 48 mg/dl at 10 am on (B)(6) 2024.a review of the data management system (dms) data confirmed that the sg value was 48 mg/dl and no bg was entered in the system.a review of the alert history revealed that the user received a low glucose alert at 09:58 am. User didn't seek for medical treatment and mentioned that he was not having a low glucose event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported experiencing hyperglycemic event on (B)(6) 2024. The user mentioned that the bg at the time was 86 mg/dl and sg was 46 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2024 at 9:58 am CT sg was 43 mg/dl, and no bg was entered. A review of the alert history revealed that the user did receive a low glucose alert at 9:58:42 am cst, when the sg was at 43mg/dl. User did not seek medical treatment and believed that they were not having a low glucose event. User's hcp was not aware of the event. The user was advised to follow up with their hcp for any necessary medical guidance. In an associated case for the user's complaint about sensor inaccuracy (complaint (B)(4)), an initial review of the system revealed some differences between sg and bg values, potentially due to early wear. It is expected to see some differences during the initial days of the use, as the system is stabilizing after insertion. The user was advised to continue using the system, entering calibrations when the glucose is stable, if possible. The user was also educated about lag and early wear period. The sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. The root cause of the reported inaccuracy can be attributed to early wear adjustment. B4. Date of this report 06 december 2024. G3. Date received by the manufacturer? 06 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.